Event description:
Affiliate reports that the device would not reprogram after implantation. The doctor checked the valve condition by x-ray and found the cam had detached from the base plate. The pt was reported to be in good condition; therefore, a revision was not performed.

Manufacturer narrative:
It has been confirmed by the affiliate that the device has been ex-planted. Since a lot number and the device is not available for eval, codman is unable to conduct a proper investigation. If at some point, the device and or lot info does become available, a follow up will be filed. No further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.